Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
Per the clinic, the internal magnet dislodged during an 1.5 tesla MRI, the patient's head was wrapped as an approved indication in europe. The patient underwent revision surgery to replace the internal magnet (specific date was not reported). The device remains in-situ.